Manufacturer narrative:
B3: the event occurred on (B)(6) 2024, and other production dates. E1: facility name (B)(6). H3, h6: the device was not returned for analysis. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The customer provided one photo for the evaluation. The picture was not clear evidence of the failure reported in this complaint. Since the sample complaint was not returned for evaluation, the failure mode cannot be attributed to the manufacturing process. A device history review had no significant findings.

Event description:
It was reported the medication cassette reservoir (cadd) with flow stop, clamp, and female luer, 100 ml (gray) had 15 units with particles out of 300 units filled, with one singular unit being reflected in this report. It was also occurring with 50ml cassettes. The reported product fault occurred after filling the cassettes in an iso 5 environment then during the 100% visual inspection under lights and over black/white backgrounds particles were seen. Issue was not resolved; and they continued to have particles in the cassettes. The products are not available for return because it contains medication. There was no patient involvement, and no patient harm/adverse event reported.